Event description:
A healthcare professional reported that they had problems with the pressure regulator form the bottle and that there was no more vacuum during quadrant removal. The cassette was replaced and a system message was displayed. Device was put on the side. The surgery had to be completed with another system with a delay of less than an hour. Add'l info has been requested but not received to date.

Manufacturer narrative:
A service visit was performed and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested, but not received to date. (B)(4).